Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel xtra, 650cc silicone breast implant experienced bilateral device extrusion post procedure. Patient stated no complication to the implants however, she has sutures busting. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Coding was reviewed by a clinician on mar-21-2023 per (B)(4) with the available nonspecific and very limited information about the reportable event. Updated coding: removed pc - device extrusion and added pc - impaired healing, there isn't enough evidence to prove the breast pocket erosion and device extrusion. Should additional information become available, this case will be re-assessed and notes will be updated. Manufacturer¿s reference number: (B)(4).